Event description:
Follow up revealed that the patient's infection has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that the patient experienced an infection at the right temporal incision site. As a result, the patient has been treated with antibiotics and will follow up with their physician. Note: the patient has multiple leads implanted for off-label use. This report is related to the lead implanted on (B)(6) 2016 located at the supra-orbital.